Event description:
A consumer reported a film over vision, fluctuating vision and itchy/scratchy eye following intraocular lens (iol) implant surgery. She reported her doctor told her she has dry eye which is why she is having the issues. She noted he has been treating her with multiple eye drops, but her symptoms have not resolved. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 08/10/2011 and 09/01/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).